Event description:
The ICD and leads were explanted due to infection. The infection is being reported under an agreement that was communicated to FDA on nov. 13, 1997, in which all infections occurring within 30 days of implant shall be reported.